Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead upon repositioning was unable to fully extend it's helix. However, the physician elected to continue the rv lead implantation and further assessment via chest x-ray imaging showed that the rv lead was dislodged. The rv lead was removed and replaced. The patient was in stable condition.